Event description:
The doctor stated the pt received a medpor flexblock implant in (B) (6) of 2008. The doctor reported that the pt developed an infection and the implant was removed in (B) (6) of 2008. The doctor stated that in (B) (6) of 2009, the pt received a medpor left cranial implant. The doctor stated that the medpor left cranial implant exposed two months and 14 days post op. The doctor reported that the medpor left cranial implant has not been removed and the pt is being treated with oral antibiotics and oxon therapy. The doctor reported that the pt is stable.

Manufacturer narrative:
Lot number was not provided for the 9861 (medpor flexblock implant). Add'l catalog # 89020; add'l lot # 89020-mci-199-09 e004g69h; add'l expiration date 07/07/2019; add'l MFR date: 07/07/2009. Lot info for currently placed medpor left cranial implant: implant date: (B) (6) 2009. Lot number: 89020-mci-199-09 e004g69h. Exp date: 07-07-2019. Manufacture date: 07-07-2009. Following a review of the device history record for lot number 89020-mci-199-09 e004g69h, it was determined that all processes and test criteria are within the medpor implant finished product spec.